Event description:
Reportedly, a facility paramedic used the device without a 3-lead ECG cable attached. Allegedly, the paramedic misinterpreted the resulting displayed artifact through standard leads as ventricular fibrillation, and therefore, inappropriately delivered energy to the pt 3 times in succession. The pt was not resuscitated.